Event description:
The center reported that the portable driver, supporting a ventricular assist device (vad) patient during an echo exam, alarmed a low pressure alarm and suddenly stopped. The patient "fell down". The nurses reacted immediately, the patient was hand pumped and then swapped to the back up portable driver without further incident. It was reported that the driver had been in use for two weeks prior to this event. It was also reported that a few days before the event the driver made a bizzare noise, but no alarm occurred at that time. The patient remains supported on the back up driver.